Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of an adc freestyle libre sensor. Customer reported that on (B)(6) 2018 he obtained an unspecified sensor scan result that was high compared to a result of 39 mg/dl obtained on another adc blood glucose meter. The customer lost consciousness and a healthcare professional administered glucagon intravenously. No further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, a crack was observed through the carbon layer. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A high readings issue was reported with use of an adc freestyle libre sensor. Customer reported that on (B)(6) 2018 he obtained an unspecified sensor scan result that was high compared to a result of 39 mg/dl obtained on another adc blood glucose meter. The customer lost consciousness and a healthcare professional administered glucagon intravenously. No further treatment was required. There was no report of death or permanent impairment associated with this event.